Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002.this complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2025-00100 and device 2 is being reported under MDR-2247858-2025-00101.review of the device history records showed no issues were found during the manufacture of the devices. The devices were not returned for investigation. The post-procedure CT imaging was the only study provided for evaluation, and it was not within the good standard CT study characteristics: · the resolution was not adequate · the amount of contrast medium (agent) and the timing used did not last enough to show full view of the aorta · the scan range did show the entire affected area the CT imaging acquired on (B)(6) 2023 shows both devices overlapped, but due to no blood flow in the image, it is not possible to determine the presence of endoleak or migration.the patient underwent a tevar procedure to treat a thoracic penetrating aortic ulcer (pau) with two relay pro devices (28-m4-40-195-40u and 28-m4-34-145-34u) on (B)(6) 2023. A chronic type b dissection was planned to be treated after previous repair of a type a dissection; the pau was an extension of the chronic type b dissection. No issues were reported during device navigation and deployment; there were no issues reported on the 1-month follow-up.the patient passed away on (B)(6) 2023. With the limited information provided, an assessment of the case in relation to the implanted devices or the procedure could not be determined. The cause of death is unknown.the root cause of the reported failure of other adverse event post-procedure resulting in death could not be determined.

Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2025-00100, and device 2 is being reported under this MDR. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Subject presented penetrating aortic ulcer, where 2 relaypro bare stents were placed. It was a planned proximal extension of degeneration of chronic type b dissection after previous repair, pau. Index procedure took place on (B)(6) 2023 and the subject was discharged on the (B)(6) 2023. Subject completed their early f/u visit on (B)(6) 2023. However, as the site was trying to reach the subject for their 1y follow-up visit, they were unsuccessful, and did an obituary search and found her obituary. Obituary states that the subject passed away on (B)(6) 2023; unknown cause of death; undetermined if related to device or procedure." Patient outcome: "deceased on (B)(6) 2023."